Event description:
The customer reported that the intellivue mx450 patient monitor is giving a speaker malfunction inop/error message, no sound from speaker. It is unknown if the device was being used on a patient at the time of the reported event.

Event description:
The customer reported that the intellivue mx450 patient monitor is giving a speaker malfunction inop/error message, no sound from speaker. It is unknown if the device was being used on a patient at the time of the reported event.